Event description:
It was reported that the customer experienced an issue with the touchscreen responsiveness of the pump, as the screen was frozen and not responding to input. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by resetting the pump, following guidance provided by technical support, which restored the screen's functionality.